Manufacturer narrative:
(B)(4). Batch # r9570u. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components and a plastic bag wit one scissored clip inside. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 5 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device lot r9570u number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch r9570u number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy, the surgeon went to fire the clip applier on the cystic duct and the clips were scissoring. They opened up a new one to complete the case. There was no delay to the surgery. The surgery was completed successfully. There were no patient consequences.